Event description:
It was reported that while in surgery "the moment of using the balloon it was ragged." As a result, "another device was requested from the institutions store." There was no reported pt death or injury. Medical/surgical interventions was not required. There was a reported delay / interruption in therapy; however, this did not cause harm to the pt. Additional information was received on 24apr2012 which stated the ai-07077-g was not used on the pt. The balloon ruptured at pre-test. The pt outcome was successful.

Manufacturer narrative:
(B)(4).